Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the centrifugal pump system with tubing clamp displayed an error message during a procedure. There was no report of patient injury.

Manufacturer narrative:
The device was requested for return to livanova (B)(4) for further investigation. However, the customer cancelled the service order and declined to return the device. No investigation could be performed. As an investigation was not able to be performed, a root cause could not be identified.

Event description:
See initial report.